Event description:
An optometrist initially reported a patient presented with very red, irritated, and burning eyes after using this bottle of product. In 2009, he provided additional information stating the patient had experienced pain and burning in her right eye when she put in the contact lens on the morning of early 2009. The patient had difficulty removing the lens from her eye and after she did, her eye continued to burn. The optometrist reported he diagnosed "chemical burn", which he treated with a topical anti-inflammatory ophthalmic medication. The patient discontinued lens wear and product use. The optometrist stated the patient's symptoms resolved and she is wearing contact lenses and using this product again without recurrence of symptoms.

Manufacturer narrative:
The complaint device associated with this report was received and evaluated. Physical and chemical parameters conformed to release specifications. Batch records were reviewed and no deviations were identified. No similar reports for lot 151840f. Additional information was requested from the reporter on 04/20/2009 and 05/06/2009 (two). Additional information was received from the reporter on 05/11/2009. (Eye irritation), for use when the device problem is not known.